Event description:
It was reported the pump was interrogated and found to be in safe state. It was stated the patient was admitted to the ER with hypertensive symptoms the day prior. It was noted the patient heard an alarm the day prior. It was noted they also performed an x-ray and it showed the pump and catheter disconnected. It was noted they were planning a pump replacement. It was stated the patient¿s last refill was (B)(6) 2014 and was scheduled for another in (B)(6) 2014. The pump was used to deliver lioresal. Additional information reported a safe state that ¿was reprogrammed back to desired settings.¿ it was noted the patient was given a 560mcg bolus. It was noted they only saw safe state in the logs and no other areas of concern. It was noted the pump was read on (B)(6) 2014 and showed 20 months left, but on (B)(6) 2014 they did a see a ¿reset-low battery log.¿ it was stated the pump was replaced the day prior. Conflicting information reported they thought the catheter was disconnected, but an x-ray showed it was connected and this was verified when the pump was replaced. It was noted the patient heard a noise from the pump on the morning of (B)(6) 2014, and determined it was an alarm later in the afternoon. It was noted the patient did not call the clinic. It was noted the clinic was called the morning of (B)(6) 2014, and was directed to go to the ER. It was noted that after the pump logs were read, the patient was ¿autonomic¿ and was put on oral baclofen. It was noted the patient had some bloodwork done that showed they were having signs of a heart attack. It was stated the patient had a cardiac arrest the same day as replacement that they believed occurred after they had the pump replaced. It was stated the patient was revived and intubated, and then extubated on (B)(6) 2014. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor feedthru anomaly with shorting across the insulator. (B)(4)

Manufacturer narrative:
(B)(4).